Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or pump history confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay, the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that their insulin pump alarmed power error detected. Blood glucose level at the time of call was 15 mmol/l. Troubleshooting was performed and the device will be returned for analysis.